Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with sabre sling. Later the pt experienced abdominal pain, a mass above the pubic bone, inflammation, exposed mesh, dysuria, frequency, nocturia and urinary tract infections. A removal of the sling was performed.